Event description:
A caller reported a cgm error 42, which had occurred three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to return the faulty pump within 10 days using a pre-paid label. The customer understood how to put the pump into storage mode and confirmed the shipping address.